Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: contamination of plastic particles have been detected in the syringe. The contamination was detected before the patient was connected to the system. No patient injury was reported.

Manufacturer narrative:
Submission date: 08/14/2008, lot no. 632717x, 635438x, 632657x . Provided an investigation was performed for the reported customer complaint: ¿contamination of plastic particles have been detected in the syringe. The piston was never extracted the whole way, therefore the customer assumed that the contamination was contained already before the delivery of the product. The contamination was detected before the patient was connected to the system.¿ the reported issue involved three (3) different potential lot numbers. A review of the device history records (dhrs) for the reported lot numbers indicate product and specification requirements were met. A lot cannot be released unless it passes all quality and conformance requirements. During the manufacturing of the syringe assemblies, every precaution is taken to prevent contamination by foreign materials. Syringes are assembled using automated equipment, with a minimal amount of handling during processing. Control mechanisms are in place. These include, but are not limited to: material verification/certification processes, dimensional specifications, machine maintenance requirements and personnel training and certification. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. The actual device was not returned for evaluation. Without a representative sample(s) being provided, a more complete investigation could not be performed. However, two (2) photographs were provided depicting the reported event. From the photographs provided, the exact identity of the syringe(s) cannot be confirmed. Both photographs present one syringe that is not contained in sealed packaging. The first photograph provided shows the top portion of a syringe barrel. The luer skirt with a plastic needle and tip cap that has been assembled can be observed. In the photograph, the barrel print cannot be observed to verify the size or nominal volume of the syringe. The syringe plunger appears to be extended and not in view of the photograph provided. At the top of the syringe barrel, just below the shoulder, a large white spot or substance can be observed. From the photograph provided, it is unable to be determined the exact identity of the substance or whether it is on the outer or inner dimension of the syringe. The second photograph provided shows a closer up image of the top portion of a syringe barrel. The luer skirt with plastic needle and cap that has been assembled can be observed. The print is slightly visible, but the exact size or nominal measurement cannot be observed. The syringe in this photograph has been filled with a clear liquid. There are bubbles present within the syringe, but there appears to be two small flakes which appear to be on the inner dimension of the syringe. From the two photographs provided in relation to this reported issue, this event is unable to be confirmed at this time. Without a sample, a root cause cannot be determined at this time. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.